Event description:
It was reported to boston scientific corporation that a sensor ptfe-nitinol guidewire was used during a percutaneous nephrolithotripsy. The exact date is unknown but it has been reported that this happened sometime in april or may. According to the complainant, during the procedure, a metallic needle was used with the guidewire. The hydrophilic distal tip detached exposing the tip of the metal corewire. The fragment remains in the patient and plans for its retrieval is still to be decided. Another percutaneous nephrolithotripsy procedure is also planned at a later date. The patient's condition was reported to be stable at the conclusion of the procedure. The were no patient complications and the patient has been discharged. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event of distal tip detached exposing corewire. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.